Manufacturer narrative:
Insulin pump passed the displacement test, self test and active current measurement. However, the pump failed sleep current measurement and confirmed power error detected alarm in history file due to j6 connector resistance issue. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicates the customer was reporting power error detected alarm. The customer was advised the pump was operating on the aa battery only. The customer was advised of the process to perform after the call that should resolve the power error detected condition. The customer was offered a replacement pump and the customer accepted. No harm to the customer requiring medical intervention reported. The insulin pump will be returned for analysis.